Event description:
The customer reported that the device would not open during a laparoscopic assisted sigmoid colectomy. Another device was used to complete the procedure and there was no injury to the pt.

Manufacturer narrative:
(B)(4). The knife is trapped and contained within the jaws, which kept the jaws from opening. This can occur when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. The IFU cautions to confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter.